Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 2 of basic evaluation. The trial patient reported that the leads were no longer connected to their back and the lead migrated. There were no symptoms or complications associated with this event.